Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of pt or staff injury.

Event description:
The customer reported, the 8800 system had a hard drive failure. No pt injury was reported.